Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt was getting 'settings not available'. Pt reported they were on a lower setting but their head was hurting so bad on tuesday. Pt could not stand it anymore and tried to increase. Pt was not able to increase and got settings not available. Pt said ins was charged. Pt said they had been charging ins consistently. Pt mentioned they charged ins either yesterday or the day before but the charged dropped down to 50% within a day. Pt thought ins was not holding a charge. Pt said their setting was at 0.4 on the left side and at 2.4 on the right side. Pt could not increase either one. Pt said they had no falls/no trauma. On the call pt confirmed they only had group a. Pt mentioned when they turn stimulation off and turn it back on they feel stimulation on the left side but not on the right side. Pt was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.